Event description:
It was reported that during an unknown procedure, the staples were unformed in spite of complete cutting. And then, bleeding happened. The case was completed by additional suture. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the pph03 device arrived in good visual condition with no staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. The instructions for use state: to fire the device, "squeeze the firing handle with a firm, steady pressure. The surgeon will feel reduced trigger pressure and hear a "crunch" as the device completes the firing cycle." Also, "before firing, ensure that the orange indicator is fully within the green range of the gap setting scale." In addition, it should be noted that if the firing sequence is not complete, you could deploy the staples without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was completed and the staples were noted to have the proper b-formed shape. The batch history records were reviewed with no anomalies noted during the mfg process.